Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the haze/mist issue for the sterrad® nx was reviewed for the previous six months from open date and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿the parts were not available for return and further evaluation. The assignable cause of the haze/mist issue is likely due to the oil mist filter and male elbow swivel. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter and male elbow swivel were replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of haze or mist emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to discontinue the use of the unit until it is serviced. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.